Event description:
The doctor reported the implant was removed due to osseointegration failure, 7 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. Periodontal disease, bone resorption and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.